Manufacturer narrative:
(B)(4)..

Event description:
On (B)(6) 2018, the reporter contacted lifescan (lfs) USA, alleging that her husband¿s onetouch verio flex meter was displaying an error 2 message. The complaint was classified based on customer service representative (csr) documentation. The reporter stated that the meter issue began on (B)(6) 2018 at 9 am. She reported that he manages his diabetes with oral medication, diet and exercise, and made no changes to his normal diabetes management regimen, in response to the alleged issue. The reporter alleged that on (B)(6) 2018 at 9.10 am, her husband developed symptoms of ¿got very cold, trembling, cannot hardly walk and felt like fainting¿. The reporter stated that in response to the alleged symptoms, she called the doctor. The reporter was advised by the doctor to take her husband to the emergency room. The reporter stated she ignored the doctor¿s advised, she reported that she got the patient to ¿lie down, drink some water and eat some chicken and rice casserole¿. The reporter stated that within an hour of the treatment he felt better. During troubleshooting the csr noted this was the first time the product was being used, and there was no obvious misuse of the meter. Csr noted the correct strips were being used, and initially the reporter described incorrect testing steps, they had been putting blood on the strip first. The csr noted that when the power button was pressed the error 2 message did not appear, and that the error messaged had occurred before countdown. When csr walked through a retest with the reporter, the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the reporter claims the patient was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury adverse event, after the alleged meter issue began.